Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic for a follow up with post-paced t-wave oversensing noted on the stored egm. Device was reprogrammed, no further issues were reported, and patient is good.